Event description:
Per the clinic, the patient underwent revision surgery in january (specific date not reported) in order to correct the magnet position. During the procedure, the implant magnet was placed back into the implant magnet pocket. The patient has since resumed use of their device.

Manufacturer narrative:
This report is submitted 3 december 2019.

Event description:
It was reported that the internal magnet had dislodged following an MRI, surgery to reposition the magnet is scheduled but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on september 30, 2019.

Event description:
Per the surgeon, the patient experienced tenderness at the magnet site post an MRI (tesla strength unknown) where the MRI kit was not used. The patient has been treated with an oral steroid. The implant remains in-situ.